Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager had malfunctioned and was preventing the latch from releasing the door hasp. A field service engineer (fse) replaced the door controller board, however, the latch assembly continued to malfunction. The latch assembly was then replaced, after which the station was powered on, tested successfully in the user application, and storage space was recovered. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager (srm) failed after medication removal and could not be recovered. The pharmacist attempted to assist the user, but the unit would not open via the application. The door was opened using the key to retrieve the vaccine; however, recovery was not possible. The station was rebooted with no improvement, and the issue remained unresolved. However, there were no delays or adverse events or injuries reported based on this event.